Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): no known device problem (no known device problem). A nurse reported corneal burn. The nurse stated she could not recall any details of the event. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available,. (B) (4). (B) (4).